Event description:
Additional information was received stating the event date, no patient was involved and therefore no medical intervention was required.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "wrong cassette" alarm messages after cassette latched. Functional testing included use testing. The pump was powered on and no "wrong cassette" alarms were able to be duplicated. It was found that the pump had fluid ingression. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was unable to be confirmed. It is possible that the field observation was due to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm with no cassette installed. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.